Manufacturer narrative:
Photo evaluation: the photo attached shows iol inside lens case. The lens appears to be damaged on the well area of the lens case. One haptic appears to be broken/torn. The optic appears to be cracked/fractured. Additional information: the file states the use of "hpmc 2%" as viscoelastic and "company d" as cartridge, which are not qualified to be used with associated comp[any iol combination. Additional observations were as follows: iol returned in three (3) segments in the iol case. Solution is dried on both surfaces of the optic and haptics of the segments. The optic is torn/split-cut dividing the iol in three (3) and scratched/marked-rejectable. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the company instruction of company qualified iol delivery system product combinations and alternative viscoelastic, as the complainant states the use of an unqualified combination. The use of nonqualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens presented with a crack after being implanted. The surgeon removed the lens. There was no patient impact. Additional information has been requested.